Manufacturer narrative:
On (B)(6) 2015, the biomedical engineer(biomed) for the (B)(6) hospital, reported that in or3, light head #2 had allegedly separated from the cardanic arm, and needed to be replaced. The biomed further commented that the light head did not fall, and that the light was still connected to the cardanic arm by the cabling. (B)(4) opened a case to document this complaint and the case was closed on 12 november 2015 after 4 attempts were made to contact the biomed. The installation qip for this light was reviewed and shows that the light was successfully installed and passed qip inspection on 14 december 2011. The manufacturing DHR for this light head was also reviewed and shows that the light head cardanic circlips were checked and passed inspection on 26 october 2011. The root cause of this issue is still unclear, but the most likely cause of this issue would be a combination of continued over rotation of the light due to a broken cardanic stop and possible collision of the light with other equipment in the room. The customer no longer has a service contract and currently maintains their equipment. As was reported, this issue was discovered during a walk-through by hospital personnel, but there was no reported injury, patient involvement, adverse event, or surgical delay reported.

Event description:
It was reported that the led light head #2 allegedly separated from the cardanic. There was no reported patient involvement or adverse consequence in this event.

Manufacturer narrative:
It was reported that the led light head #2 allegedly separated from the cardanic. Several unsuccessful attempts were made to contact the hospital. A stryker senior quality engineer technician reviewed the photographic evidence and believes that this event may have been caused by a missing clip and brake screws. The cabling appears to have kept the light from falling. There was no reported patient involvement or adverse consequence in this event. A supplemental MDR will be filed if the stryker quality engineer is able to receive additional information for the investigation.

Event description:
It was reported that the led light head #2 allegedly separated from the cardanic. There was no reported patient involvement or adverse consequence in this event.